Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd¿ needle eclipse 21x1 rb tw had a failure safety shield.

Manufacturer narrative:
No sample was returned for investigation. The non-conformance could not be confirmed. During the review of DHR, there was no failure observed on the hub hook breakage and safety shield fall off/break off test which was performed during out-going inspection. There was also no abnormality observed during the needle shield pull force test during functional test. (B)(4) has been raised to address safety shield disengagement issue. The affected batch was produced before the CAPA implementation.

Event description:
It was reported that a bd needle eclipse 21x1 rb tw had a failure safety shield.

Event description:
It was reported that a bd needle eclipse 21x1 rb tw had a failure safety shield.

Manufacturer narrative:
Date received by manufacturer: 11/08/2018.